Manufacturer narrative:
Exact date unknown, event occurred within last year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate stimulation coverage in his feet and was having to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Sc-1132. Sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not getting adequate stimulation coverage in his feet and was having to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.